Manufacturer narrative:
This is a final report. The customer returned both meters (B) (4) and (B) (4) and test strip 0835904 for an investigation. The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing for both meters. According to the internal memory log of the meters, the reported readings could not be found. The customer received a reading of 120 mg/dl from meter (B) (4) 2 hours after the medical event and a reading of 106 mg/dl from meter (B) (4) approximately 1 hour prior to the medical event. Note: the manufacturing date for meter (B) (4) is 09/2007.

Event description:
The customer reported that they received two high readings of 175 mg/dl and 130 mg/dl from two different freestyle freedom meters compared to a competitor's meter in which they received a reading of 70 mg/dl. The customer experienced "low blood sugar" and a loss of consciousness. The paramedics were called and they treated the customer with unknown intravenous therapy. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.